Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Contact resolve occlusion prior to calling tandem technical support and insulin delivery was resumed. Customer's blood glucose was 51-52 mg/dl; contact did not know cause. Food was consumed to address low bg.